Manufacturer narrative:
Continuation of medical devices: 1458c86 lead; pm3262 ipg implant date: (B)(6) 2016 product event summary: the full lead was returned in segments, analyzed, and the proximal low voltage electrode of the lead was covered with a white substance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.